Event description:
The user bumped his head at the end of september and could no longer hear sound from his right-side device. Affected channels were seen. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user bumped his head at the end of september and could no longer hear sound from his right side device. Furthermore, affected channels were seen. The user was re-implanted.

Event description:
The user bumped his head at the end of september and could no longer hear sound from his right side device. Furthermore, affected channels were seen. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.